Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure in the left superficial femoral artery, the guidewire allegedly could not pass through the stent lumen. It was further reported that the tip of the stent allegedly fell out of the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation with a lying guidewire which could be pulled out of the delivery system without any resistance felt. The device didn't appear activated. The stent was found partially deployed by 17 mm with the inner catheter protruding by 5 mm. A video was provided showing the operator pulling out the guidewire from the delivery system of a partially deployed stent, though the deployment system does not look activated. It is thought that this was a stent deployment which resulted from manipulation of the device during guidewire removal from the delivery system which leads to confirmed result. It was reported that the device was flushed and a 0.035" guidewire was in use. Based on provided video and returned sample evaluation, the investigation is closed with confirmed results for self activation. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. The instructions for use further state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." H10: d4 (expiry date: 08/2024), g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the left superficial femoral artery, the guidewire allegedly could not pass through the stent lumen. It was further reported that the tip of the stent allegedly fell out of the sheath. The procedure was completed using another device. There was no reported patient injury.